Manufacturer narrative:
(B)(4) - no available code for undetermined or unknown cause. The customer's report of a pin hole in the set was confirmed. Visual inspection noted a tear measuring 0.0371 inches near the upper blue fitment of the silicone segment. Two crush marks were noted on the upper fitment. The set was air pressurized and bubbles were noted coming out from the tear silicone at less than 5psi. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear was not determined; however due to the presence of several crush marks on the upper fitment, it is possible the set was misloaded into the pump causing a tear on the silicone segment when the door was closed.

Event description:
Customer reported that during priming of the IV set, the a leak occurred via a pin hole near the upper fitment of the silicone segment. The product was not on a patient at the time of the event.